Manufacturer narrative:
This supplemental report is being submitted to provide the results of the manufacturer¿s investigation. A review of the device history record (DHR), and a review of the instructions for use (IFU) were conducted during this investigation. The review of the DHR did not find any abnormalities or anomalies identified during production. The device met all specifications upon release. The IFU contains instructions specifically related to the replacing of the lamp in section 6. The root cause could not be determined. However, as a result of the investigation, probable cause for the reported event is a defect in attaching the new lamp or the newly attached lamp was defective, based on the information that the event occurred after replacing the lamp. Olympus will continue to monitor the field performance of this device.

Manufacturer narrative:
Olympus technical assistance center (tac) personnel spoke with the customer and provided him with the instructions for use (IFU). Tac encouraged the customer to review the IFU and follow the steps to correct the issue. However, if the issue persist, then the customer will send the device in for repair.

Event description:
As reported, the evis exera iii xenon light source presented with an (B)(4) lamp error code after the lamp was replaced. There was no patient harm or consequence reported as a result of this event.